Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with the battery cap on their insulin pump. The customer's blood glucose was unknown. The customer states that they tried to change the batter but was unable to get into the compartment. The customer states that they feel like if they force it anymore it will damage the device. The customer states being hospitalized a while back for diabetic ketoacidosis, and she feels that someone was messing with the device. The customer was advices to discontinue use of the device and that it would need to be replaced. The device is being returned for analysis and being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.